Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has recently lost weight and is experiencing pain and discomfort at the ipg site. The reported issue is said to be present regardless of the stimulator's function. Surgical intervention will be undertaken at a later date to address this issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the ipg was explanted. Reportedly, the patient has been placed in hospice care due to an unrelated medical condition and the issue still persists due to significant weight loss.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Follow-up identified the patient has declined surgical intervention at this time due to the site is not painful.